Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were feeling the stimulation down their leg and not where it usually is. They were in the hospital last week and fell again after discharging and they couldn't figure out why or what was going on with the incontinence. They were having to self catheterize. The patient stated they were likely going to see their gi doctor today but they were probably going to send them to the ER. The last time they fell they saw their managing healthcare provider (hcp), and they told the patient if they turned the amplitude up and they could not feel it then the lead migrated so patient increased amplitude for a second and they could feel it and then turned it back down. The issue started about a week prior to october 15th which is when they were admitted to the hospital. The patient reported that even when they turned therapy off, they could still feel the stimulation down their leg . The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated they would have an appointment with the managing hcp on november 3rd.